Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 23-jun-2024, it was reported that the patient faced infusion set was broken and leaks from the tubing. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.